Manufacturer narrative:
Evaluation summary: inserter showed signs of bending/stress near tip indicating that the inserter may have not been fully tightened or had partially loosened during insertion. Other remarks: complaint follow-up from remediation activities resulting in late filing.

Event description:
Surgical instrument tip left in implant in situ.